Manufacturer narrative:
The investigation determined that the issue found by the fse was the root cause of the event. Trending was performed on this type of complaint and no abnormal trend was identified. During a review for this customer site, there were no similar past complaints on any like instrument for the past 12 months.

Manufacturer narrative:
(B)(4).

Event description:
The customer initially complained of precision issues with qc on the cobas c513 analyzer that started on (B)(6) 2017. Due to this issue, the customer repeated patient samples that had been run on (B)(6) 2017. The repeat results were performed on a different analyzer. Upon follow up, the customer provided erroneous results for 1 patient sample tested for tina-quant hemoglobin a1cdx gen. 3 (a1cx3) that had been reported outside of the laboratory on (B)(6) 2017. The initial a1cx3 result was 18%. On (B)(6) 2017 the repeat result was 5.1%. The repeat result was believed to be correct and a correction report was issued. The customer also stated the results for 8 patient samples that were run on (B)(6) 2017 required correction reports on (B)(6) 2017. The specific results were not provided. There was no allegation that an adverse event occurred. The a1cx3 reagent lot number and expiration date were not provided. The field service engineer (fse) visited the customer site where multiple valves were checked and cleaned. The reaction cells were replaced and the reaction bath was cleaned. Cell blank was performed on the instrument 3 times and passed. Instrument precision checks were successful and the system was operational.